Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was set to the incorrect calibration code number. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient was unable to confirm when the alleged issue began. The patient informed the csr that she does not take any medication to manage her diabetes and claimed she took less food and/or drink due to the reported issue. During the follow-up call, the patient stated she developed symptoms of "dizziness, diarrhea, chills and sweatiness" after the alleged issue began. In response to the symptoms, the patient reported receiving phone advice from her health care professional (hcp) on (B)(6) 2015 at 7:00pm to take food and/or drink. The patient denied that her blood glucose was tested on any other device. During the follow-up call, the patient attributed the onset of the symptoms to eating too little carbohydrates. At the time of troubleshooting, the csr assisted the patient with changing the code number on the subject meter. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.